Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The gaia first guide wire and the concomitant corsair pro were returned for evaluation. The returned gaia first had its coil wire elongated for approximately 1m from the proximal solder that was designed to be located at 150mm from the tip. The elongated coil wire remained in one piece and the ball tip was found on the distal end of the elongated coil wire. At approximately 147mm from the proximal solder, the exposed core wire was found fractured. Helical marks were observed on the core shaft near the fracture end, indicating that torsion was continuously applied on the gaia first during the procedure. For observation purpose, the coil wire was intentionally unraveled. The exposed inner coil wire was detached from the core wire and its proximal end was tightened so that the coil diameter became smaller. Inner coils were found disarrange. To expose the core wire on the distal side, the inner coil wire was intentionally unraveled. As seen on the proximal side of the core wire fracture, helical marks were found on the core shaft. At approximately 42cm from the proximal end of the gaia first, the ptfe coating was partially peeled off. The reported green debris was probably this peeled ptfe coating. The returned corsair pro had a crushed point at approximately 11cm from the protector where oblique grooves running at equal intervals were also observed. No obstruction was noticed during flushing the corsair pro and no other debris came out of the lumen. To replicate the damage observed on the returned corsair pro, a pair of forceps was used to clamp the shaft of an unused corsair pro catheter with an unused 0.014 inch guide wire being inserted. Similar damage was confirmed on the sample corsair pro. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion was continuously applied on the gaia first probably when attempting to cross the severely calcified lesion. When the accumulated torsion exceeded the product's design limit, it made the core wire to fracture. Tensile stress generated with wire removal likely contributed to elongation of the coil wire. The ptfe coating of the gaia first was likely scraped by the damaged braid tube of the concomitant corsair pro that protruded into the lumen as the catheter shaft was clamped possibly by forceps. The ptfe coating debris left inside the lumen could interfere with a new guide wire being inserted and discharge when the lumen was flushed. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] breakage of the guide wire, abrasion of the guide wire coating.

Event description:
It was reported that poba was performed to treat a moderately tortuous, severely calcified cto in the coronary artery. A gaia first guide wire was used with a corsair pro catheter. When the physician tried to retrieve the gaia first, the wire tip was found stuck in the lesion and coils unraveled. A new non-asahi guide wire was replaced and inserted into the corsair pro when resistance was met. Upon flushing the corsair pro, green colored debris came out of the lumen.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.